Manufacturer narrative:
Additional information was added to d9, h3, h4, h6, h11. H4: the lot was manufactured between may 18, 2023 and may 22, 2023. H11: three (03) actual devices and two (02) photographs were received for evaluation. Visual inspection of photos and returned samples did not identify any abnormalities that could have contributed to the reported condition. Functional leak test was performed and leaks were identified from the administration spike port bonding area. The reported condition was verified. The cause of the condition could not be determined. However, the issue is most likely due to inadequate or lack of cyclohexanone being applied to the spike port cap tube when it was inserted into the spike port during manufacturing. A nonconformance has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that three (3) exactamix 250 ml eva (ethylene vinyl acetate) tpn (total parenteral nutrition) bags were leaking from the orange port. The leaks were observed while performed the final check of the bags after filling was finished in the pharmacy. There was no patient involvement. No additional information is available.

Manufacturer narrative:
E1: initial reporter phone no.: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.